Event description:
Administration and blood drawing were successfully done initially, however several hours later occlusion was noted during adminstration. Unable to remove the occlusion by flushing with 5 ml, 1 ml needles. The clot was removed by guidewire and then administere durokinase, heparin. After heparin was administered swell was noted at front of right shoulder. The device was inserted through right internal jugular.